Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebu1260 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when preflushing the catheter with a 10 ml syringe, it initially showed resistance, so the guide was withdrawn a little. The direct puncture was performed in the upper right limb, in the region of the cubital fossa and was successful, with introducer presenting blood reflux. It was stated when introducing 10cm of the catheter, it obtained resistance. It was flushed with saline, but it was necessary to withdrawal the catheter. A new usg assisted puncture was performed, all the catheter was inserted, positive blood reflux. It was reported that when the stylet was removed, it was adherent, preventing the procedure to be finished. This required the removal of the catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of stylet damage was confirmed and the cause was determined to be associated with misuse of the device. One 3fr s/l per-q-cath PICC was returned for investigation. The catheter was received with the stylet in the lumen. The stylet had been retracted through the t-lock extension set. The t-lock extension set was attached to the per-q-cath connector. The 3fr catheter tubing extended to the 46cm depth marker. The catheter exhibited multiple curves and bends between the 0 and 33 cm depth marks, which indicates that the stylet was bent and kinked in multiple locations. The distal end of the stylet was positioned between the 34 and 35 cm depth marks. A functional test revealed that the lumen was patent to infusion and no leaks were observed in the catheter. A microscopic examination of the stylet wire revealed evidence that the wire had been cut. The wire was most likely cut at the time the catheter was trimmed to length. The weld tip was not present on the stylet and the cross section of the coil wire exhibited regions that were partly glossy from shearing, which indicates that the stylet wire was cut. The IFU states, ¿retract the stylet to well behind the point the catheter is to be cut. Caution: do not cut stylet.¿ the red hang tag on the stylet states, ¿warning ¿ do not cut stylet ¿ withdraw stylet before trimming catheter.¿ a lot history review (lhr) of rebu1260 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when preflushing the catheter with a 10 ml syringe, it initially showed resistance, so the guide was withdrawn a little. The direct puncture was performed in the upper right limb, in the region of the cubital fossa and was successful, with introducer presenting blood reflux. It was stated when introducing 10cm of the catheter, it obtained resistance. It was flushed with saline, but it was necessary to withdrawal the catheter. A new usg assisted puncture was performed, all the catheter was inserted, positive blood reflux. It was reported that when the stylet was removed, it was adherent, preventing the procedure to be finished. This required the removal of the catheter.